Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the pump software is "giving insulin when not programmed to do so." Customer declined follow up from tandem technical support and the alleged root cause could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.